Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, both the right ventricular (rv) lead and the atrial lead exhibited noise oversensing. Noise oversensing on the atrial lead resulted in an inappropriate automatic mode switch (ams). The noise observed on both the rv and atrial leads was suspected to be due to lead abrasion. As a result, both leads were explanted and replaced. During the procedure, the left ventricular (lv) lead was inadvertently pulled back; therefore, the lv lead was also explanted and replaced. The patient remained stable throughout the procedure.